Event description:
Pump explanted due to gear letter, low battery alarm. The device was explanted but not returned to the MFR for analysis. A follow up report will be sent when additional info is received.